Event description:
Trauma victim was placed on a fentanyl drip on a medfusion syringe infusion pump in the evening. The syringe contained 25mcg/cc a total of 1250mcg in the syringe. Approximately an hour later, the staff noted the syringe was empty. There was no change in the patient's condition. Physicians were summoned immediately. There was a wet spot noted on the sheets of the patient's bed. It is thought that the syringe emptied by gravity and that the presence of a loose IV, intravenous, connection site allowed the fluid to exit into the bed sparing the patient.